Event description:
The surgeon implanted an aa4203tl toric silicone lens. The lens trailing haptic tore due to the plunger overriding the lens as it was out of the cartridge during insertion into the eye. The incision was enlarged with intraocular scissors to remove the lens. No suture was required. No patient injury.